Event description:
It was reported that the patient had an unknown sling implanted. A new ams 800 artificial urinary sphincter was implanted for unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.